Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance. The left ventricular lead was explanted on (B)(6) 2019. The left ventricular lead could not be replaced due to patient anatomy. Patient was stable pre and post procedure. Patient was discharged.